Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Method code updated to actual device evaluated, visual inspection, manufacturing review. Results code updated to fracture problem. Conclusion code updated to design deficiency. Complaint sample was evaluated and the reported event was confirmed. One small piece of the tab was lost and not returned to zimmer biomet. Visual inspection of the device confirms that the returned tasp had a fracture of the anterior post. The device was manufactured in july of 2013 and had an approximate field life of 3 years 2 months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the knee provisional broke in transit.